Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. They reported that they were in so much pain. They were feeling shocking pain. They were bleeding from the procedure and had to put a pad there to help with the blood. The shocking feeling went away after lowering stimulation down. They said they were in pain, uncomfortable and felt pressure and throbbing in the incision area. They were sore all over from the procedure in the hospital yesterday. The whole experience was bad. On an additional call the patient said they were still in pain at the incision and is worried that they may have an infection. They had a call in to their clinician about this and was waiting to hear back.